Event description:
I have been a user of the medtronic paradigm revel 523 for 3 years. In (B)(6) 2012, my first pump was replaced because of numerous cracks. In (B)(6) 2013, this pump was replaced for even worse cracks. These crack were in 3 spots along the information window, 2 spots along the area where the reservoir in screwed in, and 1 spot along the top of the battery compartment. These two pumps have not been in any car accidents. Nor were they dropped, stepped on or crushed in any matter. They have been worn in accordance with the directions, and the pump received in (B)(6) 2012, has been slightly "babied" being worn frequently inside the clothing to offer it further protection form damage. I received my original revel paradigm (B)(6) 2010. It was replaced for cracking in (B)(6) 2012. That pump was replaced in (B)(6) 2013. Date of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: diabetes.